Event description:
Caller reported that the cartridge was not fitting properly on the pump. Blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect the pump and pneumatic tap area, remove an o-ring on the pneumatic tap, clean the area, and attempt to reload the original cartridge, which was successful, allowing the caller to resume insulin therapy.